Event description:
Overinfusion. The hosp advised that the user set the rate on channel a at 20ml/hr, volume to be infused at 378cc. The bag emptied in 2 1/2 hours. Channel a was only channel being used, this was set up as a primary infusion. There was no pt consequence or intervention required. Pump sent to biomedical engineering dept who tested channel a at 20ml/hr, and in 60 minutes 230ml infused. Biomed dept also tested channel b and this test resulted in an underinfusion. There was no evidence of damage observed by hosp biomeds on this device. Pump was a rental unit picked up device from hosp. Investigation verified the overinfusion. Root cause found to be a broken pump mechanism assy hinge. The bottom hinge closest to the motor had a missing piece, it had lodged between the case and the fingers of the pump mech. Assy. Outside visual exam also showed that the door safety latch was stuck (dirty) and the bottom door hinge piece was missing. Inside exam also found the mac connector off on the bottom of the pump.